Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off twice while it was being used on a patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient; however, the customer advised that no further details are available.

Manufacturer narrative:
The patient was a (B)(6) male. Physio-control evaluated the customer¿s device. Physio used the customer¿s battery to duplicate the loss of power under the same conditions as the reported event. It was concluded that the device lost power during high current usage (charging the defibrillator and printing ECG with high amplitude artifact) and using a battery that was 4 years old with a high charge cycle count. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power as reported. The batteries in the device was replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off twice while it was being used on a patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient; however, the customer advised that no further details are available.